Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in november of 2023 from lot number 06c2359385. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection revealed that the device exhibited improper function due to the jaws being bent and misaligned, resulting in the jaws not being parallel. Proper jaw parallelism is required for the device to operate correctly and ensure appropriate clip closure. During functional testing, the device operated properly and successfully picked up, held, and closed the first clip. However, when the second clip was used, the device failed to close the clip as correctly. We are unable to determine what caused the jaws to be bent/misaligned but excessive force/misuse at the end user's facility is suspected. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All 100 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "clip is not getting ligated properly by the applicator when pressed to apply the clip." No patient harm or injury reported. The patient's status is reported as "fine". On december 08, 2025, the investigation report indicated that "a visual and functional inspection revealed that the device exhibited improper function due to the jaws being bent and misaligned, resulting in the jaws not being parallel. Proper jaw parallelism is required for the device to operate correctly and ensure appropriate clip closure."

Manufacturer narrative:
(B)(4). This follow-up report is submitted to update section h. Device manufacturers only, specifically subsection 2: if follow-up, what type? As the "device evaluation" option was not selected in the initial MDR. This update reflects that the device was evaluated by the manufacturer and includes the corresponding investigation details and findings. The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50pc. Lot in november of 2023 from lot number 06c2359385. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection revealed that the device exhibited improper function due to the jaws being bent and misaligned, resulting in the jaws not being parallel. Proper jaw parallelism is required for the device to operate correctly and ensure appropriate clip closure. During functional testing, the device operated properly and successfully picked up, held, and closed the first clip. However, when the second clip was used, the device failed to close the clip as correctly. We are unable to determine what caused the jaws to be bent/misaligned but excessive force/misuse at the end user's facility is suspected. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All 100 instrume nts from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "clip is not getting ligated properly by the applicator when pressed to apply the clip." No patient harm or injury reported. The patient's status is reported as "fine". On december 08, 2025, the investigation report indicated that "a visual and functional inspection revealed that the device exhibited improper function due to the jaws being bent and misaligned, resulting in the jaws not being parallel. Proper jaw parallelism is required for the device to operate correctly and ensure appropriate clip closure."